Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. A review of download data indicates that the lifevest delivered five treatments on the date of passing. The patient was outside playing with his dog during the onset of the event. The patient felt dizzy and short of breath. The lifevest was alarming and the patient was pressing the response buttons. Download data shows that the patient was in vt (200 bpm). The lifevest delivered a treatment during vt at 08:21:50. The post-shock rhythm is unknown, as the lifevest electrode belt was disconnected immediately after the treatment was delivered. The electrode belt was re-connected at 08:26:57. The lifevest again detected vt (200 bpm) at 08:27:57. The patient was conscious and pressing the response buttons. The patient deactivated the lifevest at 08:32:56 and restarted the device at 08:39:44. The patient remained in vt and continued to press the response buttons, and shut the device down again at 08:42:22. At this time the patient stated that he felt better after the treatment and he was going to go to the hospital. During a follow-up call it was reported that the patient's wife was driving the patient to the hospital and that the patient had removed the lifevest because he did not want to be treated again. While being transported to the hospital the patient went unconscious and the patient's wife pulled over to perform CPR. A police officer arrived on the scene and plugged in the lifevest battery and restarted the device. The device restarted at 09:08:46. The lifevest detected vf at 09:09:41 and delivered a second treatment at 09:10:11. The post-shock rhythm was an idioventricular rhythm (40 bpm). A third shock was delivered during the idioventricular rhythm at 09:10:41. The post-shock rhythm was vf. Oversensing of low-amplitude cardiac input signal contributed to the false detection. Two more treatments were delivered during vf at 09:11:12 and 09:11:34, but the patient remained in vf following the treatments. The patient went into a non-treatable rhythm at 09:12:24. At 09:22:21 the patient was in vt (210 bpm) and degrading to vf. The lifevest was shut down at 09:22:49. The device was deactivated before the lifevest could complete the treatment sequence and deliver an additional treatment. CPR artifact was evident prior to device deactivation. Ems was called and the patient did not have a pulse when they arrived. Ems performed CPR and transported the patient to the hospital, but the patient was pronounced deceased when he arrived at the hospital.